Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen on the insulin pump is scratched and cracked. Customer is unsure as when the incident occurred and just mentioned it has been like this for about three months. Customer is not aware of what caused the damage. Blood glucose 134 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. No cracked screen was noted.